Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced monitor to resolve the issue. The system was verified and ready to use. The monitor was returned for failure analysis and the reported removed and replaced the monitor due to monitor going out was confirmed and replicated. In remote, no data was found to indicate that the fault had occurred. Visual inspection: no issue was found that is related to the report issue. The monitor was installed onto a golden system (is 4000) where the failure was triggered intermittently flickering image at right eye indicating fault on the monitor, replicating the reported event. The second monitor was returned for failure analysis and the reported surgeon console images are all on top of each other was confirmed/replicated. In logs, the error 119 was found indicating the fault, confirming the fault occurred in the field. Visual inspection: no issue was found that is related to the report issue. The monitor was installed onto a golden system (is 4000) where the failure was triggered left eye has no image indicating fault on the monitor, replicating the reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, high-resolution stereo viewer (hrsv) images were stack on top of each other, and the images were flickering. Intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from technical support engineer (tse). Tse advised csr to perform a hard power cycle on the surgeon side console (ssc), but csr could not follow the advice due to ongoing procedure. After, csr called back to report that the left hrsv turned black after a hard power cycle. The surgeon was able to complete the procedure by closing the left eye. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed successfully. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause in this case is attributed to the monitor, high resolution stereo viewer (hrsv).